Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was also reported that the insulin pump alarmed no delivery. A trainer met with the customer and found that the customer may have needed to use a different type of infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.